Event description:
A polyflex esophageal stent was used during a stent placement procedure in a male pt in 2008. According to the complainant, " [t] he procedure was completed with no apparent problems, and the pt was sent home with no pain and normal breathing. Approximately 12 hours later, the pt experienced trouble breathing and a ambulance was called to the pt's home. They were unable to revive the pt and the pt was pronounced dead at the scene. It is unknown at this time if the bsc stent was directly or indirectly responsible for the pt's death." Despite five attempts between the original month and the following month to ascertain details regarding the event, no further info was made available to boston scientific corp.

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. The february 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The directions for use states: "vital signs should be monitored...during the first 24 hours." However, the pt was sent home within 12 hours following the procedure and it was not confirmed if the pt's vital signs were monitored during this interval. The cause of death and/or autopsy results were not made available to boston scientific corp.